Event description:
The facility representative reported a flogard infusion pump that did not function. Upon further investigation, the quality engineer confirmed the reported condition as failure code 38. It is unknown when this condition occurred. There was no report of involvement, injury, nor medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The exact event date is unknown, however the event is known to have occurred in (B)(6) 2012. Device evaluation: the reported condition was confirmed during device evaluation, as failure code 38. The assignable cause was identified as damaged, left and right, force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. This device was serviced on-site. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional relevant information become available, a follow-up MDR will be submitted.